Event description:
The study was a left ventricular arrhythmia study. The ensite catheter was advanced into the chamber and deployed with a 30/70 contrast saline mix. The operation of the ensite catheter appeared normal. A geometry of the left ventricle was made with an ept 4mm ablation catheter. The geometry points included the mitral valve, the left ventricle apex and the aortic valve. The premature ventricular contraction was mapped with an early activation on the anterior lateral portion of the ventricular outflow tract to a broad breakout position around the 11:00 position of the mitral valve annulus. Ablation therapy was started at the break out position. After a number of rf applications the premature ventricular contraction was mapped showing an early activation position shift. The ablation was continued at this shift early activation point. After the rf was delivered the premature ventricle contraction was mapped once more. At this time an act was taken and the nurse stated the act was out of range. The doctor reduced the heparin and approximately 20 minutes later another act was taken. The nurse reported an act in the 400 range. The left ventricle was pace mapped from the apex to the mitral valve and up to the aortic valve. No adequate pace maps were created. The doctor placed the catheter into a position which had been ablated previously. At this time the pt's heart rate increased with a subsequent drop in blood pressure. The ablation catheter was moved into the aorta and the pt's heart rate and pressure stabilized. The doctor continued pace mapping and marked the area of the left his bundle on the ensite system. The doctor manipulated the ablation catheter into the same area where the heart rate and blood pressure changed. The heart rate increased and the blood pressure dropped. The ablation catheter was moved and the pt again stabilized. The ablation catheter was moved closer to the annulus around the breakout area and lesions were placed. The ablation catheter was moved 6 to 7mm anterior to the location where the ablation catheter had been manipulated earlier. The doctor proceeded to place a burn at this area. The heart rate increased with a subsequent drop in pressure and ultimately ended in sinus arrest. The ablation catheter was removed along with the ensite array. The heart was paced with no capture from the recording system. A temporary pacer was brought into the room and chest compressions were started. The temporary pacer captured the heart but with no blood pressure. An echo was done to assess pericardial effusion. A pericardial centesis was performed. The pt was coded for approximately one hour and subsequently expired. The ensite a/ placed. A lunderquist exchange wire was exchanged for the amplatz. Tried to place 15 fr sheath over lunderquist wire into the ivc but only about 5 cm of sheath would advance. The wire started to buckle and kinked. When the sheath was pulled out the wire broke and about 50 cm of wire came out of the pt, leaving about 2 cm sticking out of ivc. Tried to snare end of wire which was in pt's svc but 3 cm of wire broke off and was pulled out via the sheath. Pt taken to o.r and extraction was attempted but wire was unable to be pulled out. Approximately 60 cm wire left in pt. Array was discarded during the code.